Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that that the device stopped working last thursday or friday. The patient stated that they were traveling and noticed that everything went down and stopped working when they got to houston. The patient stated that they noticed that their symptoms are really really bad right now, both "number 1 and number 2". The patient also stated that when they try to make an adjustment, they could not connect to the ins. The agent walked the patient through connecting to the ins. Patient was able to connect and stated that they currently are on 0.0v. Patient increased the stimulation to a comfortable level on the pelvic floor. Patient to monitor the issue.